Event description:
It was reported that a pt with an acute myocardial infarction presented to the cath lab for treatment (stent procedure). Another MFR's stent was placed, but did not appear to be fully deployed. The nc monorail was then used in an attempt to fully deploy the stent, but the device became stuck in the stent. The physician encountered difficulty removing the balloon catheter. In attempting to remove the catheter, it broke mid-shaft and attempts to retrieve the balloon portion were unsuccessful. The pt was not a surgical candidate at this time, due to the acute mi, but subsequently was taken to surgery for removal in 2002. It is not certain if all of the retained fragment was removed during surgery. Pt is reported to be doing well and is at home.